Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): e/t tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
"The tube twisted and kinked on itself during the insertion.  Quote from the anesthesiologist: ""from what I recall he had a bit of a sore throat on waking up, but there was no further injury or intervention apart from reintubation. It was a near miss though for a hypoxemic arrest."" The patient desalted to 40% to which the tube was removed. "

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. Complaint was considered confirmed based on customer narrative of events. A 24 month review was conducted and 1 additional complaints were identified related to this issue however no trend was observed. The lot number was provided, and the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
"The tube twisted and kinked on itself during the insertion. Quote from the anesthesiologist: ""from what I recall he had a bit of a sore throat on waking up, but there was no further injury or intervention apart from reintubation. It was a near miss though for a hypoxemic arrest."" The patient desatted to 40% to which the tube was removed. ".